Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The observed undisturbed posterior cuff remaining in the foot pocket indicates a posterior needle to cuff miss likely occurred and could appear similar to a suture break; therefore, the reported suture break is confirmed. Analysis found one cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was a 7fr and during the evar procedure, the sheath was upsized to an 18fr sheath. Reportedly, during deployment, the needles did not grab the link, but the suture was separated. Two additional proglide devices were used for successful suture placement using the preclose technique. The evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.